Event description:
It was reported to physio-control that the customer's device did not power on during a daily check of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. He then replaced the power pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to the integrated circuit, designator u5, on the power pcb assembly being shorted from pin 12 to 13 and pin 34 to 35. This caused the device not to power on.